Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading was not reported. It was reported that the customer's mother found him in a hypoglycemic coma and that he was then taken to the hospital for treatment. A request for the product to be returned has been made. Nothing further was reported.